Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation involving a trident psl ha cluster 56mm was reported. Based on the limited information, there is no evidence to suggest that the shell contributed to the reported dislocation. No further investigation is required at this time.

Event description:
The surgeon reported via tekno sales rep that a (B)(6) male patient underwent an accolade / trident total hip replacement procedure on (B)(6) 2009. The surgeon reported that the patient was required to undergo a revision procedure on (B)(6) 2013 due to dislocation. The surgeon reported that he sent some tissue samples and swabs for testing and he later informed tekno that the samples tested positive for metal ions.

Event description:
The surgeon reported via (B)(4) sales rep that a (B)(6) male patient underwent an accolade / trident total hip replacement procedure on (B)(6) 2009. The surgeon reported that the patient was required to undergo a revision procedure on (B)(6) 2013 due to dislocation. The surgeon reported that he sent some tissue samples and swabs for testing and he later informed (B)(4) that the samples tested positive for metal ions.